Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. The internal of the device was found to be full of lint leading the pump to overheat damaging the boards. The technician removed the lint and replaced the motor controller board and end stage board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The affected part has been requested back to livanova (B)(4) for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped following to an error message was displayed. There was no report of patient injury.